Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via phone. To resolve the problem, the user moved the dvi cable from dvi input 1 to dvi input 2. Upon connecting to dvi input 2, an image was displayed and the problem resolved. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a monitor did not produce an image with dvi input and input set to dvi. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of electronic component that processes the dvi1 video due to deterioration associated with the age of the device.